Event description:
Boston scientific received information that the patient with this pulse generator was receiving radiation treatment for breast cancer. The patient was to have her device system moved from the left side of the body to the right side in preparation for additional cancer treatment. A longevity estimate was performed on the device prior to the procedure and it was noted that the estimate dropped (B)(6) in a (B)(6) period. The physician was concerned about possible premature battery depletion from the radiation treatment the patient was receiving. The device was explanted and replaced with another boston scientific device. There were no adverse patient effects reported. The device is to be returned for analysis.

Event description:
The device has been returned for analysis.

Manufacturer narrative:
As of today, no additional information is available and at this time, our investigation is complete. Should additional become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.